Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep. Is reporting that during an arthroscopic shoulder procedure, the surgeon observed metal shavings emanating from a gryphon drill bit in conjunction with a drill guide and falling into the patient's joint space. All of the debris was retrieved from the body and the repair was concluded successfully without further incident or harm to the pt. Complaint device retained/discarded at user facility. Also see associated MDR 1221934-2010-00410.